Event description:
It was reported bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in had leakage issues. The following information was provided by the initial reporter: "after catheter placement, the hcp retracted the needle and blood leakage then occurred. The site of leakage remains unknown."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter assembly and four photos. Upon inspection of the device, it was observed that media was present on the back end of the catheter adapter assembly and the primary septum (white septum) was not seated correctly inside the unit. The septum had been pulled down along the length of the grey canister. The mis-seated septum also resulted in the cracked clear housing of the catheter adapter assembly due to the additional material in the weld location. The mis-seated primary septum created a fluid path from the catheter adapter assembly past the primary septum and grey canister. The reported defect was confirmed. Based on the location of the damage, the defect can be linked to the manufacturing process. A mis-seated primary septum may occur during the loading the primary septum into the grey canister or into the catheter adapter assembly of the device due to misalignment during assembly. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in had leakage issues. The following information was provided by the initial reporter: "after catheter placement, the hcp retracted the needle and blood leakage then occurred. The site of leakage remains unknown."